Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump. It was reported back in (B)(6) 2018, the patient had to have their pump replaced because it was ¿leaking¿. The patient did not receive a new personal therapy manager (ptm) at the time. It was further reported back in 2018 the patient went for a job interview and they told her ¿she had too much morphine in her system¿ so the pump must have been leaking. The event date was (B)(6) 2018 (year valid). Patient symptoms were not reported. No further complications were reported/anticipated.